Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump; the caller was instructed to put the pump into storage mode and return it using ups within ten days. After understanding the instructions provided, the caller acknowledged that they would reach out to their healthcare provider for a backup therapy plan while awaiting the replacement.